Event description:
Pt complained of left chest pain. Pt was taken to the o.r. And pectus stabilizer bar was found broken in half and it was removed. The stabilizer bar appeared as if it had been broken long before the time of surgical removal. The main bar of the device was found well positioned during the surgery.